Manufacturer narrative:
Calibration and qc were within specification on the day of the event. The investigation determined a liquid flow cleaning was needed. Completing a liquid flow cleaning resolved the issue.

Manufacturer narrative:
Country of origin is (B)(6). The field service engineer found the qc result was high for several assays. He cleaned the sipper lines for each probe and adjusted the water volumes.

Event description:
The initial reporter received questionable elecsys ft3 iii and pct brahms elecsys results from a total of three patients on the cobas 6000 e 601 module. Sample 1 ft3 results are as follows: the initial result was 6.24 pg/ml. The second rerun result was 3.48 pg/ml. The third rerun result was 3.39 ng/ml. The fourth rerun result was 3.42 pg/ml. Sample 2 procalcitonin results are as follows: the initial result was <0.02 ng/ml. The second rerun result was 0.059 ng/ml. The third rerun result was 0.050 ng/ml. Sample 3 procalcitonin results are as follows: the initial result was <0.02 ng/ml. The second rerun result was 0.04 ng/ml. The third rerun result was <0.02 ng/ml. The questionable results were not reported outside the laboratory. The procalcitonin reagent lot number was 408309 and the ft3 reagent lot number was 396459. The expiration dates were asked for but not provided.